Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the printed circuit board failure was likely caused by an accidental failure.

Manufacturer narrative:
The evaluation of the asset monitor was found to display no image due to a defective circuit board. The referenced monitor was last serviced via repair on (B)(6) 2020 due to no image and defective circuit board. The monitor was repaired to standard specifications and returned to asset stock. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of an olympus asset, the high definition liquid crystal display monitor was found to display no image. There was no report of any problems associated with the device and there was no report of patient/user harm or involvement.